Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor.

Event description:
It was reported that the sensor remained on the base when the customer removed the pedestal. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.